Event description:
The dealer states that the consumer ran into something and damaged the lower portion of his chair. We have done a quote for the walking beams and hardware, the locking cylinders and hardware, the front headtubes, the forks and stems and mounting hardware, the lower pivot links, and both motor/gearboxes with mounting hardware.